Event description:
In 2003, I had one of the first cypher stent lots approved by the FDA implanted in my coronary artery. Within 3 years, the stent developed internal scarring resulting in a blockage, threat of an impending fatal heart attack and finally emergency bypass heart surgery. The internal scarring should not have happened according to cordis marketing hype. Dates of use: 2003 - 2007, diagnosis or reason for use: clear blockage in coronary artery.